Event description:
The doctor found the two nails in the sacrum have been broken when surgery was completed after two months. And it also in the pt's body.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval. An adverse consequence of paralysis was also reported, extent unk at this time. Sryker spine is still following up.